Event description:
A pixel issue on the pump display was reported by the caller, which affected the customer's ability to read the screen. There was no adverse impact to the customer's blood glucose level. Technical support planned to replace the pump, and the customer will use their current pump as backup therapy in the meantime.